Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from september 04, 2020 - september 05, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak from the right side of the fill port tubing weld. The reported condition of leak was verified. The cause of the condition could not be determined; however, the most likely cause was due to variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This issue was identified during preparation at the compounding facility. There was no patient involvement. No additional information is available.